Manufacturer narrative:
Correction: it was previously reported that the lead had migrated; however, this is incorrect. Instead, the lead was fractured. Correction: device was previously reported under manufacturer report number: 1627487-2022-05491.

Event description:
Fractured, not migrated.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that one of the patient's leads migrated, and the other had impedances. As a result, both leads were replaced via surgical intervention on (B)(6) 2024.